Manufacturer narrative:
The investigation found corrosion on the pcb, mechanism rail and commutator cap which resulted in low batteries and data loss. Due to the data loss the reported hazard alarm could not be confirmed. The investigation found a tear on either side of the internal portion of the soft cannula, which resulted in a fluid leak. The internal cannula tear can be confirmed as the cause of the corrosion and data loss. It could not be determined if the internal cannula tear and subsequent corrosion is linked to the reported hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The investigation found corrosion on the pcb, mechanism rail and commutator cap which resulted in low batteries and data loss. Due to the data loss the reported hazard alarm could not be confirmed. The investigation found a tear on either side of the internal portion of the soft cannula, which resulted in a fluid leak. The internal cannula tear can be confirmed as the cause of the corrosion and data loss. It could not be determined if the internal cannula tear and subsequent corrosion is linked to the reported hazard alarm.